Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had a set screw issue during a revision procedure. This information was provided from a representative from another manufacturer and the reason for the revision and the specific lead connection was not provided. It was noted that the set screw appeared to be stripped. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case and body fluid contamination in the lead barrels. A hole was noted in the ra+ seal plug. All other seal plugs were intact. A piece of wrench was stuck in the ra+ set screw slot. The wrench piece was removed and the ra+ set screw was stuck in the up position. It took 22 inch/ounces of torque to loosen the screw.

Event description:
Additional information was received that this device was returned for analysis. No adverse patient effects were reported.